Manufacturer narrative:
The device received. The reported lot number was confirmed from the packaging. During visual inspection, the stent (subject) was returned in its deployed state with no anomalies noted. The distal 16cm section of the stent delivery wire( sdw) was noted to have some bending. The introducer sheath was not returned. The functional test could not be carried out as the stent had been deployed. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was confirmed to be in good condition prior to the procedure, and the dfu was used during the set up and procedure. Additional information indicates the anatomy was moderately tortuous which may have contributed to the reported event. The stent was received deployed and the sdw was kinked bent. The reported and analysed defects were confirmed during the product analysis of the returned device and will be assigned an assignable cause of procedural factors as these defects appear to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural or anatomical factors during use.

Event description:
It was reported that during the procedure the stent (subject device) experienced difficulty while advancing within the microcatheter. The procedure was completed successfully with a new device and no clinical consequences were reported to the patient due to this event. Investigation analysis of returned subject device revealed that it had potentially deployed prematurely during usage within the patient anatomy. Therefore this event meets reporting criteria.